Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment, (date was not provided) allegedly the filter was identified to be tilted with two filter legs perforating the ivc wall, the filter apex was embedded in the ivc. Reportedly the filter could not be removed percutaneously; therefore, the filter was surgically removed under general anesthesia. The current patient status was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fifteen days post filter deployment, the patient scheduled for the inferior vena cava filter retrieval. Subsequent digital subtraction angiography (dsa) revealed, it appeared that the inferior vena cava filter head tilted in the interim since its insertion with the tip being rightward and buried into the wall of the cava. Multiple different catheters and even a 15mm*20mm angioplasty balloon were used to attempt to readjust the filter so that the tip could be snared. Despite multiple attempts were unable to make any progress and so further attempts were aborted. Eventually six months later, again the patient scheduled for the filter retrieval. Subsequent computed tomography (CT) and cavogram revealed the filter was markedly tilted. The legs look like they have eroded outside of the inferior vena cava and the nose of the filter may be outside the inferior vena cava. Two of the legs of the filter did appear to be outside the cava in the posterolateral aspect. The nose of the filter was seen in the cava but had not eroded through it. The cross clamps applied to the cava above and below the filter. The cava was opened. The filter was very adherent to the walls of the cava, especially at the nose. Two of the legs appeared to be going through the posterolateral part of the cava and were carefully pulled out. It was possible that the legs were stuck in branch vessels or possibly had eroded right through the wall of the cava. The filter was carefully removed. Therefore, the investigation is confirmed for the filter tilt, perforation of the inferior vena cava (ivc) and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,b7,g4. H11: h6(patient),h6(device),h6(conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported sometime post vena cava filter deployment, (date was not provided) allegedly the filter was identified to be tilted with two filter legs perforating the ivc wall, the filter apex was embedded in the ivc. Reportedly the filter could not be removed percutaneously; therefore, the filter was surgically removed under general anesthesia. The current patient status was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava. The device was removed via open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with lower extremity thrombus was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed percutaneously and the filter was successfully deployed in the infrarenal ivc without incident. Hemostasis was achieved with manual pressure. Following deployment of the filter, thrombectomy of the left lower leg was unsuccessful. The right lesser saphenous and popliteal veins were accessed multiple times with 18 and 21 gauge needles under direct ultrasonographic visualization, but the wire would not feed proximally. Therefore, the procedure was aborted. Manual pressure was used for hemostasis at both sites. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilted filter, perforation of the ivc wall, and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (Device), (method). (Patient), (results). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment, (date was not provided) allegedly the filter was identified to be tilted with two filter legs perforating the ivc wall, the filter apex was embedded in the ivc. Reportedly the filter could not be removed percutaneously; therefore, the filter was surgically removed under general anesthesia. The current patient status was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event.